Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not insert into the patient¿s skin when the pod was activated, instead it only deployed enough to ¿poke¿ her. In addition, the pink slide was reported to have not moved into the viewing window; indicating a needle mechanism failure. The pod was worn less than an hour. As treatment, a new pod was placed. The patient's blood glucose levels were not reported.